Event description:
It was reported that when the device was used during a hemorrhoid procedure, after the surgeon fired it he found some of the staples were malformed. It was not reported how the case was completed. There was no reported pt consequence.